Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer's stylus was out of calibration and would not calibrate. It was also indicated that the power cord bay assembly latch was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration and the programmer was unable to run the calibration program. The programmer was returned for service. No patient complications have been reported as a result of this event.